Manufacturer narrative:
(B)(4). Final analysis found insulation degradation at 4.5 cm from the connector pin exposing the outer coil. The damage found can be associated with the complaints of noise from the field. (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and fracture. The lead was explanted and replaced successfully. No additional information available.